Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update rec'd 1/11/2016: litigation received. Litigation alleges pain, osteolysis, metal debris, and metallosis. Metal ion levels were noted to be within normal limits. This complaint was updated on: 1/20/2016. Update rec'd 2/23/2016: litigation received. There is no new information that would change the existing investigation. This complaint was updated on: 2/29/2016. On feb 29, 2016 (from duplicate complaint, (B)(4)) medical records received. Ppd and sticker sheet reviewed. No harms indicated. Doi, dor and part/lot added. The complaint was updated on: mar 11, 2016. Update - 04/19/2016: supplemental information received. Product information received. Upon further review, it was discovered that this complaint is a duplicate of (B)(4). Follow-up mw to be sent and complaint returned to investigation phase. The complaint was updated on: 05/03/2016. Update 02/08/2017 ¿ medical records received. After review of the medical records for MDR reportability, the revision operative note indicated elevated metal ion levels (no labs), metallosis, bony erosions (no mention of osteolysis), and taper corrosion. The stem is being added to the complaint. There was no mention of debris. The complaint was updated on:2/21/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.